Manufacturer narrative:
Manufacturer¿s investigation conclusion. Analysis of the submitted log files confirmed low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account submitted system controller log files for review. The controller event log file contains data from 10:56:57 through 12:05:16 on (B)(6)2019. Calculated average flow was captured below 2.5 lpm for the majority of the file, resulting in 59 total low flow hazard alarms. Overall, calculated average flow ranged from 2.1-3.0 lpm for the duration of the file. No additional atypical events were captured throughout the file. The stored patient speed was set to 5200 rpm and the pump speed did not drop below the low speed limit of 4800 rpm for the duration of the file. The system appeared to be operating as intended. The account communicated that the patient had continuous low flow alarms. It was reported that the cause of the low flow alarms appeared to be hypovolemia and hypertension. The patient reportedly felt fine during the low flow alarms and was given IV fluids and anti-hypertensive medications to lower map from 100s down to 80s. The patient underwent a cta to check for an outflow graft twist and the outflow cannula showed no evidence of narrowing, kinking, or twisting. The lvad outflow cannula was widely patent with appropriate opacification of the left ventricle, outflow cannula, and aortic arch. It was also reported that the patient underwent an rch procedure, shunt study and ramp study. There were normal left and right side filling pressures, no pulmonary hypertension, and cardiac output/index was normal at baseline lvad settings. There was an increase in pulmonary artery saturation compared to right atrium consistent with left to right shunt (from suspected vsd). There was no significant change in shunt fraction or pulmonary artery pressures with increase in lvad speed. No intervention was planned. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU explains the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 114 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has a ventriculoseptal (vsd) with shunt near the inflow cannula. Patient had CT-a to check for outflow graft twist, no twist noted. Notes from CT-a: lvad outflow cannula is widely patent, with appropriate opacification of the left ventricle, outflow cannula, and aortic arch. Heart and great vessels: lvad device in place. Outflow cannula is patent, without evidence of narrowing, kinking, or twisting. Patient had rch procedure, shunt study and ramp study done on (B)(6) 2019 with results of normal left and right side filling pressures. No pulmonary hypertension. Cardiac output/index normal at baseline lvad settings. Increase in pulmonary artery saturation compared to right atrium consistent with left to right shunt (from suspected vsd). No significant change in shunt fraction or pulmonary artery pressures with increased in lvad speed. Patient remains admitted to the hospital with a plan for another ramp study with tee to assess shunting from vsd. No intervention planned at this time. Additional information was requested but was not provided.